Manufacturer narrative:
H6 - health effect clinical code: 4581 - angle closure. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was reported the patient has low vaulting with closed angles. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.